Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows the catheter body while inside the patient. The catheter body was circled adjacent to the juncture hub; however, no obvious leaking was visible. A complete visual inspection could not be carried out as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found a leak between the catheter and juncture hub during used on the patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Event description:
It was reported that "the doctor found a leak between the catheter and juncture hub during used on the patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The complaint of a leak was not confirmed by the photo, which shows the catheter in use on a patient. No leak was observed in the image. The customer also returned one s-l catheter and an empty kit with lidstock for analysis. Obvious signs of use were observed. Visual analysis did not reveal any defects or anomalies on the catheter. The catheter body length measured 203mm, which is within the specification limits of 201.5mm - 210.5mm per the catheter product drawing. The catheter body outer diameter measured 1.69mm, which is within the specification limits of 1.65mm - 1.75mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension line was connected to the leak tester, and when pressurized, no leaks were detected from any portion of the catheter, which confirms that the sample is functional. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension line was secure within its luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was not confirmed through complaint investigation of the returned sample. The catheter passed functional leak testing performed per iso 10555-1 and no evidence of leaking was observed. A device history record review was performed, and no relevant findings were identified. Based on the customer report and functional testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found a leak between the catheter and juncture hub during used on the patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.